Event description:
It was reported that a patient underwent thoracic surgery on (B)(6)2007 to remove an abscess and suture was used. A culture was taken and more than 4 weeks later the culture showed the antibiotic chosen for the infection was not suitable to kill the bacteria and a new antibiotic was prescribed. The patient continue to show signs of an infection. Another surgery was performed on an unknown date to remove the sutures and a laminectomy revision was performed. The patient is still experiencing pain. No additional information was provided.

Manufacturer narrative:
(B)(4) -infection - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture prolene polypropylene suture. This is one of two medwatches being submitted for the same patient.